Event description:
During testing at the user facility, it was noted that the device distal pressure sensor pin was broken off. The device was returned to biomedical department for an unspecified reason. No tracking info was provided; therefore, specific pt info, pump programming, or event details were not available. There were no reports of any adverse pt events or delays in critical therapies while the device was in clinical use. No add'l info was provided.

Manufacturer narrative:
The mechanism is expected to be returned for investigation. It has not yet been received. This report represents all the info known by the reporter upon query by hospira personnel. Returned for investigation. It has not yet been received.